Event description:
Customer alleged blood glucose results above 600 mg/dl were reported by the aviva system. Results above 600 mg/dl are outside the reportable range of the device and the device should display "hi" for these results. Customer reported no symptoms with these results. Customer did not treat or act on results. The location in which the testing was performed was not provided. A request was made for the return of the suspect device and replacement product was sent.